Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was noted that one end of the dialyzer had particulate matter in the header cap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name : (B)(6). E1: initial reporter city: (B)(6). E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter (pm) was observed inside the cap of a revaclear 400. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.